Manufacturer narrative:
Insulin pump received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. Unable to perform test to confirm motor error.

Event description:
The customer's physician reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 313 mg/dl at the time of incident. Drive support cap was normal. Customer was able to complete rewind. The insulin pump will be returned for analysis.